Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a motor error alarm. The customer also reported that the drive support cap was flush, and not indented like it's supposed to be. The reported blood glucose reading at the time of the call was 298 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.